Event description:
It was reported via legal documentation that approximately 113 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, stiffness, swelling, discomfort, weakness, instability, negatively affected mobility and quality of life; revision surgery due to premature polyethylene wear; pain during rehabilitation and physical therapy, limited ability to perform normal physical activities. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices unknown the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation). The following sections were corrected: h6 (health effect - clinical code, medical device problem code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.